Event description:
At 8:00pm the pt performed a blood glucose test on the suspect device. Pt injected 4 units of r humulin on a sliding scale after getting a result of 174mg/dl and went to bed. At 11:30pm pt was sweating and could not be woken. Paramedics were called. Pt was taken to the hosp where pt's blood glucose tested at 34mg/dl. Pt was given an IV and fluids.